Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). After an x-ray imaging it was found that the ipg had migrated. The patient underwent an ipg repositioning procedure, was doing well postoperatively. The device remains implanted and in service.